Event description:
It was reported that the leakage alarm did not function. As a consequence of the missing alarm the maceration of the wound increased.

Manufacturer narrative:
Investigation results: the device was sent to our technical centre so a thorough technical analysis could be carried out to help to identify if there were any problems and/or what could have caused the reason for the complaint. The reported complaint could not be replicated during the evaluation; a performance and safety check was conducted and no anomalies or problems were found, the device passed all functional tests and was confirmed working within specifications. Due to the nature of this complaint, the issue was referred to a clinical specialist for an opinion. The clinical specialist reported as follows. A causal relationship between the report of increased maceration and the renasys device not generating an alarm cannot be determined. The device was returned and evaluated, and indicated that there was no failure found, and the pump was operating within the normal range. No relevant clinical records have been provided for review, as the clinic has decided not to provide any further information. There is no report of the patient's current condition. Therefore due to insufficient information, a clinical assessment is unable to be performed.